Event description:
Received additional information. The physician believes the cause of the event was most likely due to disease progression; neck dilatation.

Manufacturer narrative:
(B)(4).

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that an aui was needed to fix device migration. There was a type I endoleak present. The physician performed a secondary intervention and implanted an endurant aui and an extension resolving the endoleak. No additional clinical sequelae were reported and the patient is fine.